Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information such as date of explant. Further information was requested but not received.

Event description:
It was reported the patient's dbs system was explanted due to infection at an unspecified location. The date of explant is unknown.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.